Event description:
It was reported that the physician intended to use a resolute onyx coronary drug eluting stent to treat a lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted and the device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device and excessive force was not used during delivery. It was reported that the marker band was in a wrong location, the marker was 10mm distal to where it should have been. The device was entered into the patient, passed through the haemostatic valve and then removed as the proximal marker band did not appear to be lined up with the edge of the stent. The patient was successfully treated with another stent. The patient status post procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: during visual analysis of the device, proximal marker band had moved proximally. New marker band location was approx. 11.5mm proximal to the original location. Stretching was evident at the original marker band location. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned with the stent on the balloon. It was not possible to determine the correct position of the stent due to the movement of the marker band. No deformation to the stent struts. The distal tip was stubbed and compressed. The proximal marker band was located 7mm proximal to the balloon bond. The distal shaft was pinched 10.5mm proximal to the marker band. Severe bunching visible to the inner shaft distal to the distal marker band. Proximal marker located in the inflation lumen. The inner shaft was kinked distal to the proximal marker band. If information is provided in the future, a supplemental report will be issued.